Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was intermittently responsive. Customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.